Event description:
It was reported the endotracheal tube is hard.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Per the info provided, no prescribed medical treatment or medication was needed. It was stated by the medical doctor that the baby had been previously intubated but, was unsure how many times. Edema was reported after the extubation. Initially, it was reported, there was only a "bit of swelling" in the vocal cord of the baby. Requested additional event/pt info on (B)(4) 2014. Should additional info become available, a follow-up report will be submitted. Issue occurred on (4) separate cases. A separate 3500a form has been completed for the other (3) cases.